Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (500 mcg/ml at 107.97 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity and cerebral palsy. On (B)(6) 2016 it was reported that the patient was in the or (operating room) for a surgery unrelated to the pump and the surgeon pulled the catheter out of the intrathecal space. The surgeon then replaced the distal/spinal segment of the catheter. The patient's catheter was initially 55 cm. They pulled out 14 cm which left 41 cm remaining. They opened a revision kit and used 23.8 cm which resulted in a total catheter volume of 0.143 ml. They confirmed the numbers for the catheter length and priming bolus before the physician updated the pump. The patient had no symptoms related to the event. The lot number of the lioresal and additional details regarding the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.